Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. This is a report of a patient who initiated therapy prior to opening the clamp on the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line prior to initiating therapy. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps on the homechoice device during fill 1 of 3 of peritoneal dialysis therapy. During troubleshooting for a check your position alarm, it was noted that the patient connected to the setup prior to opening the clamp and priming the patient line. The patient line then remained closed as the patient initiated therapy. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.